Event description:
While using the abbott free style libre 3 for my diabetes the device did not work, gave false and misleading readings, and abbott after the fact tried to intimidate me into giving them all the defective devices and not report to FDA or medwatch. I am a disabled us veteran who has been using abbott free style libre 3 for over 10 months when last october I got false and irregular readings, learned later after I was hurt and injured by the defective and recalled devices the va stopped abbott libre free style 3 libre I reported it to abbott and was told do not file any medwatch or FDA complaints and to send all the defective devices back to them they put my life in danger and illness, then I got a call from abbott consumer affairs to return the devices and they will pay for the shipping costs, I asked what about my injuries etc they said " sorry but the devices are defective and recalled and again not to file with FDA or medwatch and do not "retain" legal counsel.